Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the lead exhibited loss of capture (loc) while being tested with the pacing system analyzer (psa). It was noted that the lead was difficult to place while trying to position the lead in the right atrium as the patient had a tortuous anatomy. The physician attempted multiple positions, but the lead still exhibited loc. The cable connected to the programmer was replaced, but the issue persisted. The physician opted to have a ventricular pacemaker implant instead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was attempted to be implanted, however, the lead exhibited loss of capture (loc) while being tested with the pacing system analyzer (psa). It was noted that the lead was difficult to place while trying to position the lead in the right atrium as the patient had a tortuous anatomy. The physician attempted multiple positions, but the lead still exhibited loc. The cable connected to the programmer was replaced, but the issue persisted. The physician opted to have a ventricular pacemaker implant instead. No adverse patient effects were reported. The lead was returned for analysis.